Event description:
This case was reported by a lawyer and described the occurrence of neuropathy in a female patient who used super poligrip original as a denture adhesive cream. Co-suspect medication included super poligrip ultra fresh denture adhesive cream and fixodent. In (B)(6) 1976, the patient used super poligrip original at unknown dosing. In 1996, the patient experienced neuropathy. This case was assessed as medically serious by gsk. Treatment with super poligrip ultra fresh denture adhesive cream was discontinued. At the time of reporting, the outcome of the event was unknown. Information was received on (B)(6) 2011, via fact sheets completed by the patient and/or the patient's attorney. Super poligrip original was used from (B)(6) 1976 until (B)(6) 2010 and super poligrip ultra fresh was used in 2003, once daily, one 2.4 ounce tube a week and/or one 1.4 ounce tube a week. Fixodent fresh was used from 2007 until 2008, daily, once 2.4 ounce tube a week and/or one 1.4 ounce tube a week. The patient experienced leg cramps, leg/feet numbness (1996), and pain in legs/feet (1996). The patient experienced neuropathy. Symptoms began in 2000 and diagnosed in 2008. On (B)(6) 2009, the patient's copper and zinc levels were normal.

Manufacturer narrative:
Super poligrip is manufactured in (B)(4) and neither the product nor lot number for this product was available. (B)(4).